Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they bent over with a chainsaw close to their implantable cardioverter defibrillator (ICD) and starting feeling dizzy and could "feel the ICD working." The patient stated they then received a shock. Follow up attempts were made to the patient's physician and were unsuccessful. The device remains in use. No further patient complications have been reported asa result of this event.